Event description:
Patient had stroke in 2022, which caused her to have to use a walker. Patient says the walker is digging in her back and she feels her spine is affected because of it. The patient says the pain in her back from the walker also triggers seizures.